Manufacturer narrative:
The sample was not returned and the lot number of the affected product was not provided; therefore, a complete investigation could not be performed and a root cause could not be determined. This event may be associated with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, there was an h/s cuvette disconnect. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.